Event description:
It was reported that a rotawire fracture occurred. A 2.00mm rotalink plus and a 330cm rotawire were selected for use. During preparation, when the rotational speed was being set, it was noted that the rotawire became separated. Then, another rotawire was used; however, the burr was unable to load into the wire. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the wire was broken 199.5cm from proximal to broken section with overall length should be 330cm. Also, evidence of rotational wear in the broken section was noted. Dimensional inspection revealed that the overall length and the outer diameter (od) of the distal tip of the device were unable to be measure due to the condition of the device the od of middle and proximal section of the device were within specifications.

Event description:
It was reported that a rotawire fracture occurred. A 2.00mm rotalink plus and a 330cm rotawire were selected for use. During preparation, when the rotational speed was being set, it was noted that the rotawire became separated. Then, another rotawire was used; however, the burr was unable to load into the wire. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.